Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During evaluation, the reported problem of 'had a constant downstream occlusion alarm' was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream reading out of specification. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a constant downstream occlusion alarm. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.